Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon the conclusion of the investigation conducted.

Event description:
On (B)(6) 2017 arjohuntleigh was notified about the complaint involving citadel plus bed. The reported malfunction took place in the spotless (B)(6) in (B)(6). Following the information reported the bed was moving in reverse direction even after releasing the power drive hand controls. There was no injury sustained.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). Each citadel plus bed is equipped with the power drive system feature, intended to facilitate resident transport by providing powered transport of the citadel plus bariatric bed frame system. This power drive system feature allows activating forward and backward movement of the device. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. The left-hand trigger must be held down during the entire duration of power drive operation. The right-hand trigger is used to give direction to movement (forward or backward). On 07-dec-2017 arjohuntleigh received a customer complaint involving citadel plus bed. The reported malfunction took place in the spotless sunshine coast university hospital in australia. Initially it was reported by the complaint originator that the bed was moving in a reverse direction although power drive joystick (right handle) was released (there was no initial information if the left power drive handle was activated at that time of malfunction). The bed was stopped by pushing the power drive brake lever to its neutral position. There was no patient laying on the bed while the malfunction occurred. No injury nor other medical consequences were reported. According to the additional information provided by arjohuntleigh representative after the device inspection, the bed could be easily stopped throughout releasing left power drive handle that activates/deactivates power drive system or by moving stuck control button located on right power drive handle to its neutral position from 'backward direction' function. It confirmed that, the left power drive handle was activated during the entire duration of power drive operation, the bed did not move without any user's input (handles activation) as it could be initially assumed. At the time the malfunction occurred the device was not under arjohuntleigh service contract. The contract was signed after malfunction occurrence. After the incident the device was inspected by arjohuntleigh technician who was able to repair the bed throughout replacing right power drive handle. After faulty part replacement the device worked as per manufacturer's specification. The replaced part was sent back to the manufacturer for further evaluation. The visual inspection of the part revealed that the cable being a part of right power drive handle had broken insulation and the inner cables were cut. Moreover the control button on right power drive handle was getting stuck in reverse direction. It did not move back to its neutral position by itself. Claim to the supplier was issued with regards to the part returned from market. The inspection at supplier site revealed that the malfunction in question was associated with the lever pin on the control button coming out from the housing. The failure was determined to have occurred due to abnormal side loading force being applied to it. Four control buttons were tested by supplier throughout applying a side load to the lever. Three of them had a pins being currently embedded in the power drive, one tested control button had new longer pin. As a result of pushing control buttons out of position with a side force, three currently existing pins were removed from its location hole. Fourth, new pin did not dislodge. The test performed confirmed that the change of existing pin to its longer equivalent will reduce the possibility of the pin popping out of its original position. It will as a result eliminate control button blockage in undesired position. The implementation date on supplier site is 12-mar-2018. In summary, the change made by the supplier is an enhancement that improves the smooth operation of right power drive handle (responsible for giving the direction of bed's movement). The pins being currently embedded in the power drive right handles continue to provide safe operational of the bed. As per device design, even when, under some circumstances, the power drive right handles pin is stuck in forward/backward position the power drive can still be easily stopped by disengaging left power drive handle, or by moving the control button from to its neutral position), or through disengaging power drive brake lever. Therefore it is not likely that this type of malfunction, if it were to recur, would be likely to cause or contribute to a death or serious injury. Although in the investigated complaint there was no adverse outcome, we determined to view this complaint as reportable in the abundance of caution due to the initial information provided suggesting that the bed could move although two power drive handles were released. The device was not being used for patient care at the time of the incident. The control button on the right power drive handle was reported to stuck in reverse direction and from that perspective the citadel plus bed did not meet the manufacturer's specification.